Manufacturer narrative:
A remote service engineer (rse) spoke to the customer and determined that the main board required replacement. Based on the information available, the cause of the reported problem was the main board. The reported problem was confirmed. The customer was provided a replacement main board to resolve the issue. Section d: the manufacturing date for the reported device is prior to 24sept2016, so no UDI required. Section e: reporting institution phone #: (B)(6). Section e: reporter phone #: (B)(6).

Event description:
Philips received a complaint on the intellivue mx450 patient monitor indicating that there was a speaker malfunction, and there was no audible sound. The device was not in use on a patient at the time of the event, so there was no patient involvement.